Event description:
The customer reported that the buttons on her insulin pump were not functioning while she was attempting to clear a battery out limit alarm. She stated that the insulin pump may have been exposed to perspiration. The customer's blood glucose level was 149 mg/dl. She was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. Insulin pump was unable to verify battery out limit alarm due to unresponsive buttons. No battery out limit alarm noted after battery change. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).